Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable inside the housing at the distal end. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observation related to the customer´s reported complaint: the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames. During the engagement sequence. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was unable to coordinate with customer movements in the console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the complaints are from 2 different surgeons and we have checked if there was any clashing inside and outside the operative site but there was none. We had to change to a different maryland and there was a huge change and the replacement is working more better than the defective maryland.